Event description:
The patient reported that after wearing the pod on his thigh and he felt some pain at the site. Upon removal he noticed a serious infection at the site. He went to the emergency room and upon arrival the doctor there wanted to hospitalize him for surgery (full anesthetization) but he refuse. So he went to see his family's doctor who directed him to a surgeon where the was diagnosed with abscess which was removed with surgery. The infection was dark red, warm to the touch, painful, sensitive, there was fluid inside and it was 8x8cm in size. They prescribed him antibiotics amoxiclav 875 mg and ciprofloxacin 500mg.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.